Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and the lens tore upon insertion. The lens was removed and another same model was implanted without any pt injury.

Manufacturer narrative:
(B)(4): results - visual inspection of the returned product showed the optic was torn and a piece of the optic was torn off with a haptic and missing. There was brown surgical residue on the lens. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005, (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).